Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -6.0 diopter into the patient's left eye (os), it tore. The lens was implanted on (B)(6) 2019. Reportedly, the patient complained of discomfort and when the surgeon exchanged the lens on (B)(6) 2019 with an alternate lens, it was discovered that the lens was torn. The problem is resolved. The cause of the event is reported as user error.